Event description:
The account alleged the side rail will not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch hinge is very dirty preventing the side rail from latching. The technician cleaned the side rail latch hinge to resolve the issue.